Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during procedural set up, the aquabeam motorpack connector port of the aquabeam console was observed to be damaged and loose. The aquabeam motorpack was able to be detected by the aquabeam robotic system, however, a connection of the aquabeam handpiece could not be made. The treating surgeon made the decision to convert and complete the procedure with transurethral resection of the prostate (turp) surgery. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
Adverse event problem: 6. Component code. Component code 4756: per the instructions for use, the aquabeam console, a reusable component of the aquabeam robotic system, controls the functionality of the high-velocity waterjet delivered by the aquabeam handpiece. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Adverse event problem: 6. Component code component code 4756: per the instructions for use, the aquabeam console, a reusable component of the aquabeam robotic system, controls the functionality of the high-velocity waterjet delivered by the aquabeam handpiece. The aquabeam console was returned for investigation. Functional testing was conducted along with associated complaint devices for the aquabeam motorpack and aquabeam handpiece. The reported issue was able to be replicated as the console to motorpack connection port was observed to be loose. However, the aquabeam motorpack was able to be detected by the aquabeam console without triggering any errors and functioned as expected. The aquabeam console's front panel assembly was opened and the connection port was observed to have broken adhesive on the inside of the front panel assembly which caused the connection port to be loose. The root cause is undeterminable; however, it is likely due to device wear. A review of the device history record (DHR) for aquabeam robotic system (ab2000-d)/serial number (B)(6) and aquabeam console (B)(6) / lot number 23c03622 were conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system user manual, sj-um0101 rev. B, states the following: connect the motorpack cable to the front of the console: connect the motorpack plug on the front right port. Ensure the connector locks in place and the red marks on the motorpack and the console align. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.